Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of approximately 258¿250 mg/dl about three hours after a meal announcement, and troubleshooting during the call confirmed no issues with insulin delivery while education was provided on meal announcements, correction dosing, and their relationship, with glucose trending down during the call. Symptoms included elevated blood glucose without acute complications. Outcomes included two hours above target range without need for medical intervention or hospitalization, and the user used oral glucose previously as back-up therapy. Investigation included a troubleshooting review of the device¿s insulin delivery performance and user interaction with dosing features. Investigation of this case revealed no device malfunction or component failure, and the event was attributed to an unclear cause related to glycemic control despite appropriate device function. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.